Manufacturer narrative:
The user facility's biomed technician responded to troubleshoot the reported event and was unable to lock or move the table into any position. The biomed technician recommended the patient be transferred to another table for the procedure. After the patient transfer, the biomed technician inspected the unit and identified a cable had become disconnected from the floor lock micro-switch. No other issues were identified. The biomed technician reattached the cable to the floor lock micro-switch, tested the unit, and confirmed it to be operating according to specification. The table was returned to service. After the biomed technician made the necessary repairs, a steris technician arrived onsite, inspected the table, and confirmed the table to be operating according to specification. It is unknown how the cable became disconnected from the floor lock micro-switch. The 3085 surgical table's operator manual states, "ensure all circuit board connectors and cable plugs are tight ... 6x per year." The table was installed on 7/31/2003 and is not under steris contract agreement for maintenance. The user facility is responsible for preventive maintenance and repairs to the surgical table at the appropriate and recommended intervals.

Event description:
The user facility reported via medwatch (B)(4) that at the beginning of a patient procedure their 3085 surgical table would not move into its commanded position. The patient was transferred to a different surgical table where the procedure was completed without further incident. No report of injury however a procedural delay was reported due to the patient transfer.